Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was discarded.

Event description:
Customer reports: three days after the gastrostomy button was implanted in the patient, it came out. The balloon lost water and it was evident that there was a leak in the part of the balloon's filling duct. The product could not be sent since it was contaminated.

Manufacturer narrative:
The device history record for each lot affected was reviewed and showed that the manufacturing and inspection was performed as per applicable procedures and validated process. All inspection results were within acceptable criteria as per established sampling plan levels and quality procedures. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.